Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and the usb door was broken off. Functional testing was attempted, however, the device would not turn on. Unable to get receiver to communicate with the global communication tool and unable to download receiver logs. The root cause was determined to be a defective component in the receiver's printed circuit board. CAPA has been initiated for this issue.

Event description:
Patient's nurse contacted dexcom technical support on (B)(4) 2014 and claimed that on (B)(4)2014 the patient experienced a hardware failure. Dexcom has issued an rga for patient to return the device to be investigated. Patient's nurse did not report any injury or medical intervention at the time of contact with dexcom technical support.